Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Nurse reported that during two separate routine hemodialysis treatments in the past several weeks, the pt had two blood loss events when the operator chose not to perform rinseback, resulting in an estimated blood loss of 200cc for each treatment. The exact dates of the events were not reported. During one of the treatments, it was reported that arterial air alarms occurred. No problem was reported for the second treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not perform rinseback as instructed in the user's guide. There is no evidence of a device malfunction. The user's guide provides adequate instructions for troubleshooting air alarms and performing rinseback. A direct correlation between nxstage system one and the reported blood loss events cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.